Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was having difficulty charging the ipg and extended ipg charging. The patient underwent an ipg replacement procedure and patients postoperative reprogramming was satisfactory. The explanted battery was disposed by the facility.